Event description:
It was reported that stent damage occurred. The patient underwent stent implantation of the 80% stenosed target lesion located in the severely tortuous and non-calcified superior vena cava. During the procedure, the guidewire and sheath were placed after the left femoral vein was punctured. The guidewire was replaced with a non-boston scientific guidewire in the inferior vena cava (ivc) after the lesion location was determined through angiography. Due to the stenosis at the lesion site, pre-dilation was performed with a mustang balloon 12*80. A 12x90/8fr, 75cm wallstent endoprosthesis stent was selected for use. There was slight resistance when flushing the stent. After the stent reached the lesion and half of the stent was deployed, great resistance occurred when withdrawing the outer sheath of the stent. The stent was recaptured and removed as a whole after multiple attempts. When pushing out the stent, outside the patient, it was found that the stent was kinked. A 12*90 wallstent was used instead, and after post-dilation with a balloon, the procedure was completed with good results. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that stent damage occurred. The patient underwent stent implantation of the 80% stenosed target lesion located in the severely tortuous and non-calcified superior vena cava. During the procedure, the guidewire and sheath were placed after the left femoral vein was punctured. The guidewire was replaced with a non-boston scientific guidewire in the inferior vena cava (ivc) after the lesion location was determined through angiography. Due to the stenosis at the lesion site, pre-dilation was performed with a mustang balloon 12*80. A 12x90/8fr, 75cm wallstent endoprosthesis stent was selected for use. There was slight resistance when flushing the stent. After the stent reached the lesion and half of the stent was deployed, great resistance occurred when withdrawing the outer sheath of the stent. The stent was recaptured and removed as a whole after multiple attempts. When pushing out the stent, outside the patient, it was found that the stent was kinked. A 12*90 wallstent was used instead, and after post-dilation with a balloon, the procedure was completed with good results. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The stent was fully constrained in the correct position on the delivery system. The investigator attached the returned device to a 10ml syringe and successfully flushed the delivery system and guidewire lumen without any issues experienced as per instructions indicated in the instruction for use (IFU). A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found the inner sheath of the device to be kinked at approximately 70mm proximal of the tip. No other issues were noted with the sheath. The stent was successfully deployed without issue. The stent was found to be kinked at the same location as the sheath when it was mounted on the device. No other issues were noted with the stent.